Event description:
The customer reported that, during preparation for use, the suction connector on the subject device was found to be damaged. The device was sent to an olympus service center for evaluation. During inspection and testing, service found the tip of the suction port was broken and damaged. This report is being submitted for the malfunction found during evaluation (broken suction port). There was no effect on the patient due to the event.

Manufacturer narrative:
During inspection and testing, service found the tip of the suction port was broken and damaged. A review of the device history record found no deviations that could have caused or contributed to the broken port. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the broken port was due to improper handling of the device. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to prevent the issue: "this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.